Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was unable to be interrogated by using a programmer. Technical services (ts) was consulted and troubleshooting was performed. The device was found to had entered safety mode, which caused diaphragmatic stimulation. At a later date, this device was explanted. A new device was implanted. No additional adverse patient effects were reported.